Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer reloaded a new cartridge and resumed insulin therapy successfully. The customers blood glucose level were 325 mg/dl. The customer took no action to address high blood glucose levels.